Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306592 and lot number 3355624. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. This product is one single use. After expelling the saline solution, the syringe should be disposed. Additionally, the product is designed to press the plunger rod down while expelling the solution, not for pulling the plunger rod back after expelling the solution to collect blood. This is off label use. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. Material# : 306592, batch #: 3355624. It was reported by the customer that they have leakage down into barrel. Verbatim: rcc received a complaint via email. Email(s) attached. Please see customer commnet "when used saline leaked down into barrel and blood contamination? Faulty rubber stopper? Plunges" sample disposed . Had blood contaminate". Cat# of product being complained: bd306592. Description of product: syringe 10ml saline fill 30ea/bx 16bx/ca. Lot or s/n: (B)(6).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Rcc received a complaint via email. Email(s) attached. Please see customer comment "when used saline leaked down into barrel and blood contamination? Faulty rubber stopper? Plunges" sample disposed . Had blood contaminate" cat# of product being complained: bd306592. Description of product: syringe 10ml saline fill 30ea/bx 16bx/ca lot or s/n: (B)(6) additional information: there was no adverse effect there was no delay in completing treatment.